Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and the instrument was found to have input disks broken off at the bottom of the shaft. Grip input disk #6,7 were found completely detached from the base of the housing and not return with the instrument. The retaining rings and the bearings were missing. Additional observation(s) related to customer reported complaint: the instrument was found to have a loose grip cable at the distal end. A visual inspection of the backend found grip input disks axis #6 and 7 were completely broken and detached from the bottom chassis. As a result, the cables were slightly loose which caused the instrument to fail intuitive motion. Common causes of the failure mode broken instrument input disks are attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.